Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the had an a33 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump was not dropped or bumped prior to a33 alarm. The customer insulin pump cap is flush and loose drive support cap. It was explained to the customer that the possible cause of the a33 alarm is during seating the force sensor did not detect the reservoir.